Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon x-ray examination, it was noted that the left bundle branch right ventricle (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: type of report should have been "adverse event" and "product problem", rather than "adverse event" only.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual inspection of the lead found the helix to be retracted and clogged with blood. However, the helix was able to extend and retract after cutting, cleaning, and applying torque directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing was normal with no anomalies found.